Event description:
The doctor was unable to insert the iab catheter into the sheath. The intra aortic balloon and sheath were not returned to datascope for evaluation. They were discarded by the facility. Event complications: none from the event - reported 6/4/98. Pt's current status: unk - reported 6/4/98.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 6/18/98).